Event description:
It was reported that dermabond (r) topical skin adhesive got into a pt's eye and sealed the eye shut. Date of event is unk. Attempts for follow-up info have not been successful.

Manufacturer narrative:
The event description does not suggest that the functional performance of the device was out of specification. The circumstances of this event indicate that user error caused the event. The directions for use provided with the device in the package insert indicate that the adhesive must be applied gradually in layers and provides instructions on the positioning of the wound to avoid flow to unintended areas. The package insert warns that the product is a fast setting adhesive and includes add'l precautions to avoid unintended bonding in the area of the eye. Non-clinical eye irritation studies included in the approved PMA for this device conclude that the application of the adhesive to the eye results in no permanent damage, but can produce a mild irritation to the conjunctiva.